Event description:
It was reported that 250 ml of heparin (25,000u) infused in two minutes when the IV tubing was removed from the infusion pump without closing the roller clamp on the IV set. The pt underwent a cardiac catheterization and was maintained on bedrest for two days instead of the usual six hours due to concerns about potentially bleeding at the groin insertion site. The pt returned to pre-incident status with observation and pressure to the groin being the only intervention.